Event description:
Patient was scheduled for tfn removal; surgeon wanted to revise patient to a total hip, the patients femoral head had vascular necrosis. It was noted there was no failure of the parts and no cut out of the femoral head. Product was explanted (B)(6) 2012. The implant date is unknown. No further information will be provided. This is 2 of 2 reports for this event.

Manufacturer narrative:
(B)(4): the investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested. (B)(4): placeholder.

Manufacturer narrative:
(B)(4): review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. (B)(4): placeholder.